Event description:
In 1998 dr performed an upper arm liposuction and brachioplasty on pt. Dr had purchased a new ultrasonic liposuction machine. Rptr believes rptr is one of the first people dr used it on. On 4/19/2000, after months of swelling and visits to 2 family drs, then two vascular surgeons, rptr was diagnosed with bilateral stage one lymphedema of the arms. Rptr lives with chronic burning sensations under each arm. Rptr's story was published. Rptr has since done research and specialists on the internet are hinting that the new ultrasonic equipment may be dangerous. "Well, I am proof that it is. My attorney has a letter written by a vascular surgeon that directly attributes my condition to be a complication of the liposuction to my upper arms." Furthermore, another dr commented in rptr's newspaper story that there is a possibility that the probe could have burned rptr's vascular system in both arms. Rptr needs to report this. Rptr had liposuction, and now has a serious, progressive, cardiovascular condition from the surgery. "Please pay careful attention and investigate the usage of ultrasonic ultrasound devices for upper arm liposuction."